Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on the left side and three weeks after the initial surgery the proximal screw of ann humeral was found backed out (migrated). No revision surgery done yet. The corelock was tightened firmly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that patient was implanted with a ann ph nail on nov 20, 2019. After 3 weeks from the initial surgery, the proximal screw of ann humeral was found backed out. No revision surgery has been performed yet. Core lock was tightened firmly in the initial procedure. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - x-rays: 2 undated x-rays were received and reviewed by hcp: summary of imaging: two views of the left humerus. Assessment of imaging: two views of the left humerus demonstrate an intramedullary rod involving the humerus with several fixation screws present. Transfers fracture involving the proximal humeral diaphysis. On image two, there is backing out of the proximal most screw also with radiolucency along the bone hardware interface suggesting possible loosening. No glenohumeral dislocation. Ac joint degenerative change. Impressions: 1. Intramedullary rod with backing out of the proximal screw and possible early signs of loosening. Transfers fracture involving the proximal humeral diaphysis .backing out of the proximal most screw on image two. Also suggestion of possible early loosening of the intramedullary humeral rod on image two. Overall fit alignment of the implants is appropriate. Mild osteopenia. No evidence of trauma. Product evaluation: no product was returned as it remains implanted. Review of product documentation: - device purpose: all involved devices are intended for treatment. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient was implanted with a ann ph nail on nov 20, 2019. After 3 weeks from the initial surgery, the proximal screw of ann humeral was found backed out. No revision surgery has been performed yet. Corelock was tightened firmly in the initial procedure. Based on the evaluation of the received x-rays, the reported event can be confirmed. No product was returned as it remains implanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No x-rays showing the situation directly after implantation have been received, therefore the correct implantation of the screws cannot be assessed. Moreover, patient medical details (bone density, activity level, relevant medical history) remain unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.